Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault) and a service code 203 (pulse test fault). The cause for the failure was isolated to an internal short in the defibrillator printed circuit board (pcb). The root cause for the internal short in the pcb could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.